Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over infusing. The event happened during routine preventive maintenance inspection. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - zip code- corrected. The suspected device was returned for evaluation. Review of the event history log (ehl) showed multiple downstream occlusions. The device was visually inspected and a buckled upstream occlusion seal, dented air sensor, and a lifted downstream occlusion seal were noted. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the upstream occlusion seal, air in line sensor, and downstream occlusion sensor/seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.